Event description:
IV catheter needle would not retract when starting an IV. This happened more than once. Reported to manager. Used needle not saved for safety reasons. We had a second issue reported over the weekend. All stock for lot number 3719638 were removed from use. Our supply techs removed any cases with this number from bulk storage. Nurses around the ed were notified as were IV therapy and the nursing supervisor. There were no injuries resulting to date.